Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited a loss of capture and sensing. The physician elected to no longer use the lead and replace it. The patient was in stable condition post surgery.